Manufacturer narrative:
The reported complaint of an air trap error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by biomed technician at customer's site. Visual inspection of the console found that the air trap block needed cleaning. Biomed technician was able to clear the air trap error message by cleaning the air trap. Following the air trap block cleaning, the thermogard passed all the testing with no issue or faults observed. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During system setup, prior to the treatment, the thermogard ivtm console (sn (B)(4)) alarmed with a mid09 (air trap assembly) error message. Following this another thermogard console was used for the patient's ivtm therapy. No patient was involved with this event.